Event description:
Patient reported "rupture". Later, healthcare professional confirmed contralateral side rupture and left side no complaint against the device. This record is for the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to d6b explant date of the initial medwatch: this field should not have contained a date as explant surgery was not confirmed at the time the previous medwatch was submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the "left" side. Device has been explanted.